Event description:
It was observed during the device inspection that subject device had: electrical connector/charged coupled device (flexible printed circuit) board defect. Circuit board/flexible printed circuits broken. Electrical connector unit corroded. Charged coupled device broken (poor quality image) there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, the most probable cause of the failures are cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.